Event description:
It was reported that, during an arthroscopy, after deploying the t1 and t2 anchors of the fast-fix flex, when the surgeon tried to slide the knot pusher/suture cutter over the suture to cut it, it was noticed that there was a knot already at the end of the suture line towards the device, and it was not possible to slide the cutting device over the top. None of the t implants were removed because of the problem, they remained in place as part of the repair, as sutures had been tensioned to final tightening. Surgery was completed with a smith and nephew back-up device instead. There was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original labeling with the batch number of the complaint on it. A short section of suture was returned with a knot in it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (improper handling). Based on this investigation, the need for corrective action is not indicated.